Event description:
An advance sling was implanted about four years ago. It was reported that the sling has eroded into the urethra and that revision surgery was postponed because the patient is on plavix post/heart surgery done two years ago where two heart valves were replaced. During this hospitalization the patient had a foley catheter, thought to be a contributing factor to the urethral erosion. The patient has been referred to another urologist who will perform the sling revision surgery.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.